Manufacturer narrative:
One sample was received for evaluation. Visual inspection was performed which revealed an unsealed blister. The reported condition was verified during initial inspection. The cause of the reported condition was due to manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One (1) extension set with one-link needle-free lv connector was received for evaluation in an unsealed overwrap and the plastic was bubbled. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.